Manufacturer narrative:
The product was not returned. Four photos were provided. Two were duplicates. One photo showed the lens in the eye as it was delivered. The lens was still folded. The plunger tip was observed slightly over the trailing optic edge. The second photo showed the implanted single-piece lens unfolded in the eye. Two instruments were holding the optic. A small crack was visible at the trailing optic edge where the plunger made contact. A qualified lens model/diopter and handpiece were indicated with a non-qualified viscoelastic. The instructions for use (IFU) instructs: the company intraocular lens (iol) delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to iol and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The lens remains implanted. Based on review of the provided photos, a small crack was visible at the trailing optic edge where the plunger made contact. The root cause for the damage may be related to a failure to follow the IFU. A non-qualified viscoelastic was indicated. The IFU instructs: company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A product was not returned for analysis. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. One photo showed the lens in the eye as it was delivered. The lens was still folded. The plunger tip was observed slightly over the trailing optic edge. The second photo showed the implanted single-piece lens unfolded in the eye. Two instruments were holding the optic. A small crack was visible at the trailing optic edge where the plunger made contact. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, a tear at the edge of the optic was observed after implantation. Additional information was requested and subsequently received, indicating that no unusual findings were noted upon opening the iol packaging. Folding and implantation were completed without any issues. The lens remained implanted in the patient's eye, and the patient did not experience any negative consequences.